Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device is being applied to medium and thick tissue during a laparoscopic procedure, the surgeon was able to press the green button, but was unable to squeeze the handle; hence, the device did not fire. It was also reported that the cartridges were stucked during the firing process and were tried with new staplers but the problem went on. A new cartridge and a new stapler were opened to complete the case. There was no patient injury.